Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistant pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual issue") and infection ("infections"). The patient was treated with surgery (underwent partial hysterectomy). Essure was removed. At the time of the report, the pelvic pain, menstrual disorder and infection outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure device diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistence pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, squamous cell carcinoma of the cervix, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, offensive vaginal discharge, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to july 2016, diazepam since (B)(6) 2016, dicycloverin hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levbid) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6)2018, nsaids since january 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone(B)(6) 2018 to january 2019, paracetamol (acetaminophen) since january 2012, paroxetine since (B)(6) 2018 and tramadol since december 2018. On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In may 2012, the patient experienced nausea ("nausea"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornula and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition:depression") and back pain ("pain: lower back area"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving and the device breakage, embedded device, vaginal haemorrhage, menorrhagia, aortic valve incompetence, device expulsion, menstrual disorder, urinary tract infection, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased and vaginal infection outcome was unknown. The reporter considered anxiety, aortic valve incompetence, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube. Removal of the remaining portion of the left outer coil was not possible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative.. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistance pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, squamous cell carcinoma of the cervix, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, offensive vaginal discharge, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to (B)(6) 2016, diazepam since (B)(6) 2016, dicycloverine hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levbid) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone (B)(6) 2018 to (B)(6) 2019, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since (B)(6) 2018 and tramadol since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornula and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition:depression"), back pain ("pain: lower back area"), intervertebral disc degeneration ("degenerative disc my l4 and l5"), fibromyalgia ("fibromyalgia"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, weight increased, vaginal infection, urinary tract disorder and bladder disorder had resolved, the device breakage, embedded device, aortic valve incompetence, device expulsion, menstrual disorder, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration and fibromyalgia outcome was unknown and the back pain was resolving. The reporter considered anxiety, aortic valve incompetence, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, intervertebral disc degeneration, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012 (as per pif) plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube.removal of the remaining portion of the left outer coil was not possible. Plaintiff received treatment for pain, abnormal bleeding, bladder/urinary problem, uti, vaginal discharge, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff information form received. Event¿ urinary/bladder problems¿ was added. Events ¿ pelvic pain, menorrhagia, vaginal bleeding, uti, vaginal discharge, vaginal infection and weight gain¿ outcome was updated to recovered/resolved. Essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistance pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, squamous cell carcinoma of the cervix, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, offensive vaginal discharge, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to (B)(6) 2016, diazepam since (B)(6) 2016, dicycloverine hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levbid) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone (B)(6) 2018 to (B)(6) 2019, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since (B)(6) 2018 and tramadol since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornula and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition:depression"), back pain ("pain: lower back area"), intervertebral disc degeneration ("degenerative disc my l4 and l5") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving and the device breakage, embedded device, vaginal haemorrhage, menorrhagia, aortic valve incompetence, device expulsion, menstrual disorder, urinary tract infection, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased, vaginal infection, intervertebral disc degeneration and fibromyalgia outcome was unknown. The reporter considered anxiety, aortic valve incompetence, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, intervertebral disc degeneration, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube.removal of the remaining portion of the left outer coil was not possible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: reporter added. Events: degenerative disc of l4 and l5, fibromyalgia were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistence pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, squamous cell carcinoma of the cervix, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, offensive vaginal discharge, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to (B)(6) 2016, diazepam since (B)(6) 2016, dicycloverin hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levbid) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone (B)(6) 2018 to (B)(6) 2019, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since (B)(6) 2018 and tramadol since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornula and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition:depression"), back pain ("pain: lower back area"), intervertebral disc degeneration ("degenerative disc my l4 and l5"), fibromyalgia ("fibromyalgia"), urinary tract disorder ("urinary problems"), bladder disorder ("bladder problems") and tooth fracture ("tooth broke off"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, urinary tract infection, vaginal discharge, weight increased, vaginal infection, urinary tract disorder and bladder disorder had resolved, the device breakage, embedded device, aortic valve incompetence, device expulsion, menstrual disorder, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration, fibromyalgia and tooth fracture outcome was unknown and the back pain was resolving. The reporter considered anxiety, aortic valve incompetence, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, heavy menstrual bleeding, intervertebral disc degeneration, menstrual disorder, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012 (as per pif) plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube. Removal of the remaining portion of the left outer coil was not possible. Plaintiff received treatment for pain, abnormal bleeding, bladder/urinary problem, uti, vaginal discharge, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative.. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion concerning the injuries reported in this case the following were reported via social media- tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New event tooth broke off added. Reporter added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistence pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, cervical cancer, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, vaginal odor, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to july 2016, diazepam since (B)(6) 2016, dicycloverin hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levida) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since january 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone(B)(6) 2018 to january 2019, paracetamol (acetaminophen) since january 2012, paroxetine since (B)(6) 2018 and tramadol since december 2018. In january 2012, the patient experienced migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish") and depression ("psychological or psychiatric problems condition:depression"). On (B)(6) 2012, the patient had essure inserted. In february 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In may 2012, the patient experienced nausea ("nausea"). In september 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In december 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornual and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract") and back pain ("pain: lower back area"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and back pain was resolving and the device breakage, embedded device, vaginal haemorrhage, menorrhagia, device expulsion, aortic valve incompetence, menstrual disorder, urinary tract infection, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, vaginal discharge, weight increased and vaginal infection outcome was unknown. The reporter considered anxiety, aortic valve incompetence, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube. Removal of the remaining portion of the left outer coil was not possible. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative.. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr was received. Events- device breakage, left outer coil was embedded in the uterus/ cornual and the intrauterine cavity, abnormal bleeding (vaginal, menorrhagia), nonrheumatic aortic valve insufficiency, vaginal infection, infections : urinary tract, migraines / headaches, nausea, anxiety, depression, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, pain: lower back pain, vaginal discharge, weight gain¿, new reporters , patient demographics , patient medical history and concomitant condition, concomitant and historical drugs, lab data were added. Outcome of events- ¿persistence pelvic pain/pain: pelvic area and pain: lower back area¿ updated to ¿recovering / resolving¿ no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistance pelvic pain/pain: pelvic area'), device breakage ('device breakage/removal of the remaining portion was not possible'), embedded device ('left outer coil was embedded in the uterus/ cornula and the intrauterine cavity/removal of the remaining portion was not possible'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia)') and aortic valve incompetence ('blood or heart disorder/condition type: nonrheumatic aortic valve insufficiency') in a 44-year-old female patient who had essure (batch no. 915886) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, flank pain, burning micturition, breast lump, squamous cell carcinoma of the cervix, shortness of breath, hematuria, microscopic hematuria, nocturia, genital herpes simplex, chronic interstitial cystitis, premenstrual dysphoric disorder, left lower quadrant pain, smoker, blurred vision, dizzy spells, dermatitis, drug eruption, celiac disease, inflammation stomach, oesophagitis, carpal tunnel syndrome, gastritis, wrist pain, neck pain, spondylosis, tobacco use disorder, obesity, hyperplasia breast, scoliosis, chest pain, vaginal discomfort, sexual problem, human papilloma virus infection, feeling unwell, bloating, pneumonia, immunization, cholecystectomy and d & c. Previously administered products included for an unreported indication: tylenol. Concurrent conditions included blood pressure high, asthma, abdominal pain, low blood pressure, diarrhea, gi upset, weakness, memory impairment, exposure to mould, hypertension, motor vehicle accident, pain in arm, sinus congestion, cough, numbness, pressure in vagina, libido decreased, menopause, irritability, insomnia, hot flashes, anorgasmia, upper respiratory infection, sleepiness, poor quality sleep, energy decreased, urinary frequency, offensive vaginal discharge, tightness in chest, burning sensation, stress, eye pain, arrhythmia, impetigo, bacterial vaginosis and retroverted uterus. Concomitant products included lorazepam since (B)(6) 2018 for anxiety, prednisone from (B)(6) 2014 to (B)(6) 2018 for aortic valve insufficiency, salbutamol (albuterol) from (B)(6) 2011 to (B)(6) 2018 for asthma, lisinopril from (B)(6) 2012 to (B)(6) 2018 for blood pressure high, sertraline since (B)(6) 2018 for depression, ibuprofen from (B)(6) 2018 to (B)(6) 2018 for migraine headache as well as alprazolam since 2012, azithromycin since (B)(6) 2015, bupropion hydrochloride (bupropion) from (B)(6) 2016 to (B)(6) 2018, cefalexin (cephalexin) since (B)(6) 2018, clotrimazole since (B)(6) 2018, cyclobenzaprine (B)(6) 2016 to (B)(6) 2016, diazepam since (B)(6) 2016, dicycloverine hydrochloride (dicyclomine) since (B)(6) 2015, docusate sodium from (B)(6) 2018 to (B)(6) 2018, fluconazole since 2009, hyoscyamine sulfate (levbid) from (B)(6) 2015 to (B)(6) 2015, methylprednisolone since (B)(6) 2016, metronidazole from (B)(6) 2017 to (B)(6) 2018, nsaids since (B)(6) 2012, omeprazole from (B)(6) 2016 to (B)(6) 2017, oxycodone (B)(6) 2018 to (B)(6) 2019, paracetamol (acetaminophen) since (B)(6) 2012, paroxetine since (B)(6) 2018 and tramadol since (B)(6) 2018. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2012, the patient experienced nausea ("nausea"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). On (B)(6) 2018, the patient experienced aortic valve incompetence (seriousness criterion medically significant), 6 years 3 months after insertion of essure. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left outer coil was embedded in the uterus/ cornula and the intrauterine cavity"), menstrual disorder ("menstrual issue"), urinary tract infection ("infections : urinary tract"), migraine ("migraines / headaches"), anxiety ("psychological or psychiatric problems condition: anxiety/mental anguish"), depression ("psychological or psychiatric problems condition:depression"), back pain ("pain: lower back area"), intervertebral disc degeneration ("degenerative disc my l4 and l5"), fibromyalgia ("fibromyalgia"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (bilateral salpingectomy and on (B)(6) 2012 underwent ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, vaginal discharge, weight increased, vaginal infection, urinary tract disorder and bladder disorder had resolved, the device breakage, embedded device, aortic valve incompetence, device expulsion, menstrual disorder, migraine, nausea, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, intervertebral disc degeneration and fibromyalgia outcome was unknown and the back pain was resolving. The reporter considered anxiety, aortic valve incompetence, back pain, bladder disorder, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, fibromyalgia, intervertebral disc degeneration, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of insertion: (B)(6) 2012 (as per pif) plaintiff suffered physical pain and emotional anguish because of essure device. Current weight 190 lbs. On (B)(6) 2018 underwent incomplete removal or fragmentation of the coils with remnants left behind. Removal details- the tube was then crosscut and removed through the port. Attention was now drawn to the left fallopian tube. The same procedure was performed once the inner coil was removed, 2 coils of the outer coil were noted and attempted removal. The two coils broke off and the remaining essure was suspected embedded in the intramural portion of the tube.removal of the remaining portion of the left outer coil was not possible. Plaintiff received treatment for pain, abnormal bleeding, bladder/urinary problem, uti, vaginal discharge, vaginal infection, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70.3 kgs. Hysterosalpingogram - on (B)(6) 2012: essure device was successfully occluded. Urine cytology - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones was confirmed in patients medical records: pelvic pain, fatigue, depression, anxiety, lower back pain, nausea, headache, painful sexual intercourse, weight gain, vaginal discharge, vaginal infection. Concerning the injuries reported in this case, the following ones was extracted via medical records: embedded device, device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2020: quality safety evaluation of ptc. (Product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.